Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site was draining. The patient was given antibiotics and reportedly doing well.